Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was attempted but unsuccessful implant due to bent or kinked, damaged or defective helix issues. The lead was never in service. No adverse patient effects were reported. Additional information was obtained which indicated that the lead tip was unintentionally moistened by the scrub technician before given to the doctor to implant. Moreover, the mannitol had melted off before inserted the lead through the safe sheath and the exposed helix was bent while attempting insertion through the valve of the sheath. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was attempted but unsuccessful implant due to bent or kinked, damaged or defective helix issues. The lead was never in service. No adverse patient effects were reported.